Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: dec 9, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside and emeraldc cartridge. Visual inspection under magnification revealed that the complaint lens was stuck inside an emeraldc cartridge, and the leading haptic was observed to be kinked/ bent. The lens was not removed from the cartridge to prevent further damage to both the lens and the cartridge. The cartridge was inspected under magnification, and no issues with the cartridge were identified. A product quality deficiency could not be determined. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Age or date of birth: unknown/no information. Patient weight: unknown/no information. Ethnicity: unknown/no information. Race: unknown/no information. If implanted, give date: unknown/not provided. If explanted, give date: unknown/not provided. Concomitant medical products and therapy dates: cartridge is emeraldc, the handpiece serial# is (B)(4). Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: based on the investigation, no product deficiency was identified. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that after inserting the intraocular lens into the patient¿s operative eye it was noticed that the haptic malfunctioned. There was no medical intervention required such as a vitrectomy, incision enlargement or sutures required. Reportedly, it¿s unknown if this is use error. Through follow-up it was reported that this issue is on hold due to the patient doing well. No further information was provided.